Event description:
According to the available information, this complaint describes an 83-year-old male end user who suffers from bph. After having used sc flex coudé pro only once on (B)(6) 2023, he felt a burning sensation, which kept him from continuing to use catheters. The burning sensation lasted for a couple of weeks, after which he began to urinate blood. This happened twice, and he went to urgent care and was admitted to the hospital, where he stayed for 5 days. He had his bladder irrigated and a foley catheter put in, which was removed after a week. He is not currently using catheters. No further information is available at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.